Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007; 5568 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. An attempt was made to revise the lead but the lead would not move and patient anatomy prevented another lead from being implanted. The lv lead remains in use. The possibility of a future epicardial lv lead placement was discussed. No patient complications have been reported as a result of this event.